Event description:
Information was received based on review of a journal article titled, ¿a mini-anterior approach to the hip for total joint replacement: optimizing results¿ which addressed the outcomes and complications associated with primary total hip arthroplasty performed through an anterior supine intermuscular (asi) approach, and to determine whether the asi approach optimizes patient outcomes. A secondary aim was to review complications associated with the asi approach. The study was conducted over a period of four years from january 2006 to december 2010 and involved 655 primary total hip arthroplasties in 605 patients. All procedures involved the biomet microplasty stem. There were three groups in the study: asi with 258 patients, direct lateral (dl) with 25 patients, and less invasive direct lateral (lidl) with 372 patients. Second analysis consisted of a retrospective review of patient outcomes and complications associated with a consecutive series of patients undergoing total hip arthroplasty through an asi approach between january 2007 to december 2010. A total of 1035 total hip arthroplasties were identified in 906 patients. The mean follow-up for patients within this group was 40 months. The post-operative transfusion rate was 5%. The complication rate within this study group was 1.7%. The dislocation rate was .4%. There was one deep infection with the asi approach. Nine occurrences of periprosthetic femoral fractures were reported. The article concluded that the functional recovery and post-operative pain level was improved in the asi approach patients in comparison with a limited direct lateral approach in the early post-operative period.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number, expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Manufacturer narrative:
This supplemental report is being submitted to address only one event of the article. The following fields have been updated with additional/ updated information. Event description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "a mini-anterior approach to the hip for total joint replacement: optimizing results." This complaint will address fifty-two (52) thrs post operatively received one or more blood transfusions on unknown dates. There has been no further information provided and the patients outcomes are unknown.